Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned products were inspected under magnification. Under magnification the below listed batch numbers were confirmed for each available part. Acu-loc® 2 vdr prox plt, std long, l (70-0372) - batch 455684 the acu-loc® 2 vdr prox plt, std long, l showed some slight signs of wear, including slight discoloration along the plate surface as well as minor scratches. There were two screws stuck in the distal row of the plate, freely spinning. Once these screws were removed, the plate threads were visibly stripped and silver, with their anodization worn away. The screws inside the plate were the 2.3mm x 20mm locking cortical screw (co-t2320, batch 550424) and the 2.3mm x 18mm lkg variable angle screw (30-2318, batch 564017). The locking cortical screw was removed easily with a driver from the engineering lab. Once removed, it was visible that the two threads below the screw head were stripped and deformed. The locking va screw was removed easily by spinning with only force by hand. This was done because the screw had a broken driver tip piece embedded in the hex recess. Other screws returned: 2.3mm x 18mm locking cortical screw (co-t2318) - batch 561586, qty 2 the locking cortical screws both showed signs of slight wear and deformation of the hex recess along the edges. Additionally, the two threads immediately below the screw heads were stripped, showing signs of being flattened and deformed. 2.3mm x 18mm locking cortical screw (co-t2318) - batch 556294 the locking cortical screw showed some areas of anodization worn away on the head of the screw. Additionally, some slight deformation of the hex recess is visible and the thread immediately below the screw head is stripped, the thread dented and flattened. 2.3mm x 14mm locking cortical screw (co-t2314) - batch 552062 the locking cortical screw showed some slight deformation of the hex recess and the five threads immediately below the screw head are stripped, the threads dented and flattened. 2.3mm x 18mm locking cortical screw (co-t2318) - batch 557055 the locking cortical screw showed some deformation of the hex recess, with the corners rounded, and the two threads immediately below the screw head are stripped, the threads dented and flattened. 2.3mm x 18mm non-toggling cortical screw (co-n2318) - batch 532903 the non-toggling cortical screw showed slight deformation and flattening of the thread at the tip of the screw. No other apparent signs of wear or damage were observed. 2.3mm x 20mm lkg variable angle screw (30-2320) - batch 520535 the locking va screw showed some slight discoloration along the screw shaft but no significant signs of wear. 2.3mm x 18mm lkg variable angle screw (30-2318) - batch 522217 the locking va screw showed only some slight hex recess deformation and wear. No other signs of wear were observed along the screw. Unknown screw (no batch number visible) this screw had fractured, with a portion of the head broken off. The side of the head had fractured. The hexalobe recess showed some dents and scratches as well. 3.5mm non-locking hexalobe screws (30-0257 and 30-0256) - batches 562177, 530528, 562231 these screws showed minimal signs of wear and scratches along edges of hexalobe recesses. No other wear or damage was observed. Screw removal can cause the implants to show signs of wear and damage. Therefore, it is not possible to determine if the damage observed to the screws occurred during implantation or removal. Possible reasons for the screws that were inside of the plate to strip include improper following of the surgical technique or off-axis insertion and excessive force applied to the screws, leading to cross-threading of the screw and plate threads. However, based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported during the procedure as the plate was being implanted, the distal 2.3mm locking screws did want to lock into the plate. The screws kept spinning, and the surgeon ended up breaking 2 of the screws. The surgeon had to take the other screws out that were put in prior to the distal screws. All product was removed from the patient, and the procedure was completed with competitor product. This issue extended the procedure by 1 hour. No other adverse patient consequences were reported. This report is related to report numbers: 3025141-2022-00300, 3025141-2022-00301, 3025141-2022-00302, 3025141-2022-00303, 3025141-2022-00304, 3025141-2022-00305, 3025141-2022-00306, 3025141-2022-00307, 3025141-2022-00308, 3025141-2022-00309, 3025141-2022-00311, 3025141-2022-00312, 3025141-2022-00313, 3025141-2022-00314, 3025141-2022-00315, and 3025141-2022-00316 for the other devices involved in this event.